Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device has a bad power entry module. The power cord needs to be wiggled to make contact. The unit was unable to engage in monitoring. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was not able to power on using battery power. The ac power available led illuminated intermittently when the ac power was connected, however when the connector was wiggled the light would go off. The battery was completely discharged due to a faulty connection of the power module. The device power entry module was found to have an intermittent connection to the system board which caused power to the device to be intermittent. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.